Manufacturer narrative:
The device was returned and evaluated. The customer's allegation was not confirmed. However, in addition to reportable findings mentioned in reportable event description, device evaluation found following findings: the adhesive on the bending section cover had a chip; there was a dent, discoloration and the wrinkle found on the connecting tube; the label on light guide connector was peeled and the universal cord had a dent. Scratches were found on the video cable and the protector of the video cable section. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There were no abnormalities in the accessories used for reprocessing. The customer had wiped/brushed the insertion section (including bending section) with clean lint-free cloths, brushes, or sponges. The endoscope was not presoaked in the detergent solution. According to the customer, the adhered foreign material was the protein coagulation. There was no information on whether there was delay in the start of the pre-cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6).

Event description:
The customer reported to olympus that there was a sticking object on the curved rubber of rhino-laryngo videoscope. There was no report of patient harm associated with the event. The device was returned for evaluation. The evaluation found that subject device had foreign objects in the bending section cover and in the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.